Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information was requested and the following was obtained: was the moveable top jaw damaged, but still attached to the device? Damaged, but still attach to the device. Did the moveable top jaw break off? Yes. Did the ceramic (on the lower non-moveable jaw) separate or break off? No. Did the electrode (on the lower non-moveable jaw) separate or break off? No. Did the detached part fall into the patient? No . Did this cause a change in the plan of care for the patient? Surgeon has opened a new instrument, should have the normal post-op care procedure.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the surgeon had used the device for one hour when he found an error code that appeared when opening the myoma. The error said ¿please replace the instrument.¿ the nurse tried to unplug the instrument from the generator and reassemble; however, the same error code appeared when he activated it. He found the jaw of the instrument had detached and asked for a replacement. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).batch # n91k2a. The device was received with the electrode separated from the ceramic but still attached to the active rod. In addition, the upper jaw was firmly attached to the device and not missing as reported. Testing found a short on the device when the jaws are fully or partially closed, resulting in an alert screen "reposition jaws and reactive". This is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. There is insufficient evidence related to what caused the damage on the device. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.